Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported.